Manufacturer narrative:
H6. Evaluation codes: updated. The device was not received at the service center therefore device evaluation could not be completed, and the root cause is unknown. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the unit won't turn on properly. Patient involvement is unknown.